Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07836. The physician deployed two innova stents of the same size in the totally occluded lesions located in the right and left iliac arteries. The stents were overlapped at the bifurcation. After deployment the physician noted that although the stents were labeled the same size, one stent was longer than the other. Percutaneous angioplasty was performed using a 7mm balloon on each side. No patient complications were reported.